Event description:
Twice users found breaking the distal extremity of biopseur, found in tissue levied.

Manufacturer narrative:
Review of DHR noted no inconsistencies and no test failures. Sample was rec'd on 1/9/2014 and sent to sterilizer for decontamination. Actual sample eval will be completed once sample is rec'd from sterilizer. A supplemental report will be sent with updated info.